Event description:
Patient reported rheumatoid arthritis and later "unusual pain, tingling, swelling, numbness, or burning of the breast" against left side. Healthcare professional additionally reported left rupture found on explant. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012 and 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of rheumatoid arthritis and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, rheumatoid arthritis and inflammation/irritation.

Event description:
Patient reported connective tissue disease or disorder, specifically, rheumatoid arthritis, side not specific. In addition, the patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast," side not specific. This record is for the left side. No treatment was indicated. Healthcare professional later reported left side "rupture was found during the explant surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: ¿ arthritis-rheumatoid: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, broken on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification).